Manufacturer narrative:
The lot number was not provided. Without a lot number, expiration date and manufacturer date cannot be determined. Confidential: manufacturer: (B)(4). The customer reported a young surgeon had not received cavilon no sting barrier film product training prior to use. The surgeon reportedly used the electric scalpel before the cavilon no sting barrier film had been allowed to dry. The product instructions for use contain the following warnings and instructions for use in the surgical setting: ....warnings danger! Highly flammable! Cavilon no sting barrier film is highly flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use..... Directions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site.... This product is labeled as highly flammable and the packaging contains a flame symbol.

Event description:
A hospital employee reported cavilon no sting barrier film was applied to a patient's skin during an unspecified surgical procedure. An electric scalpel was used before the product was allowed to dry and the patient's skin ignited. The patient allegedly experienced a first degree burn. An unspecified ointment was used for treatment and the injury was reportedly resolved.